Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to issue medication. A technical support specialist had user log out completely and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.